Event description:
Patient was revised to address pain, tibial fracture and loosening at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. X-rays were received and reviewed by a medical professional. There is no evidence to suggest the implants contributed to the reported events. The investigation could not draw any conclusions regarding the reported event. Dr-(B)(4) has been undertaken to investigate further the root cause of the post-operative attune tibial tray loosening. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - alert date (B)(6) 2015 - a code of implant position-malpositioned is also being added to the tibial tray as a result of xray review findings. Src, sep 25, 2015

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).